Event description:
Light handle covers fell into operative sites during several procedures. Operative sites were irrigated and pts were treated with antibiotics following the procedures. The user facility could not provide an exact number of incidents.